Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint comp-(B)(4).

Event description:
(B)(4) received a medwatch report sating "patient placed on t-piece via trache, but the ballard cap was not removed. Patient's tracheal balloon inflated. Limited ability for the patient to exhale. This was an issue of user error." Additional information received on november 21, 2014 stated the patient experienced temporary oxygen desaturation and was treated with oxygen ventilation via an ambu-bag. No additional information was provided in regards to the patient's status.